Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had high power, high flows and a pump thrombus. The patient developed hemolysis and hematuria, was hospitalized and treated with two rounds of thrombolytic therapy. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The pump was not returned for evaluation. The reported high-power event was confirmed via review of the controller log files which revealed an increase in power consumption beginning (B)(6) 2018 with a subsequent decrease in power on (B)(6) 2018. Power consumption began steadily increasing again following the initial decrease, with a second decrease in power consumption on (B)(6) 2018 to parameters within the normal operating range. No alarms were logged in the 14 days leading up to (B)(6) 2018. Of note, it was reported that the patient was treated with two rounds of thrombolytic therapy, which corresponds with the observed decreases in power consumption. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high-power event may be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-exi sting history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.